Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the e222 error occurred due to a malfunction in the rx module (rl278600) of the facility's combined device, otv-s400 ((B)(6)). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A known good camera of the same model number was provided to the user facility in order to allow the user facility to perform troubleshooting of the issue. The troubleshooting determined that the error continued to occur when the known good camera was tested with the olympus, model otv-s400, used in combination with the subject camera when the reported problem was observed. The suspect camera was not returned to olympus. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e222," scope communication error occurred when the olympus, model ch-s400-xz-eb, 4k camera head was used with the olympus, model otv-s400, visera 4k uhd camera control unit. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus. This is report #1 of 2 due to multiple devices involved in the event. Reference report patient identifier (B)(6) for additional report, associated with the additional device (otv-s400).